Manufacturer narrative:
Pc-(B)(4). Date sent: 4/12/2023. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Photo analysis: this is an analysis of an image submitted for evaluation. Image: the image provided by the customer shows an electrode tip with no apparent damage. The event described could not be confirmed as no detectable damage could be observed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be observed during the photo analysis. Because the instrument was not returned our evaluation is limited. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a spine procedure the nurse reported that the 0014am tip was in good condition when she opened it from the packaging, but the blue insulating plastic wore off during the procedure. The surgeon searched and could not find any detached pieces inside patient's body (patient is stable after surgery). They then opened another 0014am tip from a different batch. The surgery was performed using 45w coag mode. The surgery was successfully completed with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 5/2/2023. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the 0014am device was returned with the tip of the electrode melted and charring present. No insulation detached was observed. It is possible that this damage is caused by operating the electrosurgery equipment (generator) at high power settings with continual activation of the electrode for long periods or by placing the electrode tip against another instrument causing extreme heat which results in the melting of the tip. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.